Event description:
It was reported that a 14mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. Device deformed into a cobra head. Device was removed from the patient prior to released from the delivery cable. There were no angulation or kink noticed in the delivery system and no interaction with atrial structures during deployment. Device was exchange with a new 14mm amplatzer septal occluder that was implant. No patient consequences reported, and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.